Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was also reported that the patient underwent another gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent laparoscopic incisional hernia repair (parietex mesh) on (B)(6) 2015 due to complex incisional hernia. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on 04/03/2007 along with concurrent anterior posterior colporrhaphy with enterocele repair, vaginal extraperineal colpopexy, aspiration of the bladder with insertion of suprapubic catheter and cystourethroscopy due to pop, sui and urethral hypomobility. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding and neuromuscular problems. It was reported that the patient underwent mesh revision on (B)(6) 2008 by due to pelvic organ prolapse. No additional information was provided.